Event description:
It was reported by a psychiatrist that she was unable to insert a flash card into handheld device. Troubleshooting was performed over the phone, however, the issue did not resolve. Good faith attempts to obtain the product back for analysis have been unsuccessful to date.